Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 3.50 x 20mm was selected for treatment. The target lesion was located in the distal right coronary artery (rca). During the procedure, when inflated to 5atm the balloon experienced a vertical rupture. The device was completely removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.